Event description:
It was reported that a revision surgery was performed due to pain. Liner and head exchanged.

Manufacturer narrative:
The new information states that this event was already reported under MDR no.: 1020279-2020-00201, therefore, it was determined that this case does not meet the threshold for reporting. If further details are provided, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.